Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 15. On (B)(6) 2025, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 15. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.